Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility representative. "Rental vent was on a patient and it was noticed that the audible alarm is missing".

Manufacturer narrative:
The hill-rom service tech evaluated the rental device and determined that the root cause of the reported event was that one of the wires had vibrated off of the alarm piezo. The hill-rom service tech reconnected the wire to the alarm piezo and ran the rental device thru a complete checkout to ensure that the rental device meets all factory specifications. The hill-rom service tech explained his findings to the user facility representative and the user facility decided to keep the rental device and return it to service.